Event description:
It was reported that "dr. (B)(6) was removing reflex hybrid. He inserted the revision driver into the screw and then threaded the draw rod into the screw. He started backing out the screw and the draw rod broke."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: there have been 65 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the manufacturing file no deviations were noted from this device's batch. While inspecting the draw rod the tip was confirmed broken, the tip was returned. The surgery was completed successfully and all metal fragments were successfully removed. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.